Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a proctosigmoidectomy procedure, the circular stapler had the safety extremely hard. The surgeon had to make too much force to fire the device; the staples didn´t form properly so the anastomosis was not well done. They had to use another circular stapler. There were no adverse consequences for the patient.